Event description:
As described by rep below: "I attended a surgery on (B)(6) 2023. It was a revision gamma nail for a 13x440 gamma in an elderly male patient. The lag screw missed the nail and consequently a revision surgery was needed. Following surgery the staff and surgeon informed me the patient was not doing well and may not make it. It was suggested that all gamma nail sets on site were checked which will happen over the course of a few weeks and I am in close contact with staff on site to ensure this is completed. " update 14 dec 2023; it has been confirmed that the patient has died after the revision surgery was performed. This record captures the revision surgery and the following outcome of the patient (death).

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted in patient.